Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)- stem. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. A revision occurred due to pain and elevated metal ions with a mom hip. During the revision trunnionosis was found on the stem as well as metal debris in the joint and on the shell. The head was revised, and new products were implanted with no complications noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157846 ¿ m2a magnum cup ¿ 779440. S061140 ¿ selex magnum head ¿ 184120. The product will not be returning to zimmer biomet for the investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00265, 0001825034 - 2023 - 00267.

Event description:
It was reported that a patient underwent a left hip revision approximately 12 years post implantation due to painful hip and increasing metal ion levels. During the procedure, metal-on-metal debris was noted in the hip joint with mild trunnionosis at the superior aspect of the femoral neck. The shell was found to be stable and in great position. The head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.